Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that post implant, the device showed varying right ventricular (rv) tip to rv ring impedances. At the revision, a tug test was performed and nothing moved. It was suggested that the pin may not be fully inserted into the device header and therefore, misaligned causing the varying impedances. The device status is unknown. No patient complications have been reported as a result of this event.